Manufacturer narrative:
H3 other text: the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, dizziness, headache, hypersensitivity. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report, it was reported as a serious harm/injury. As per pms decision received, it will be reported as a non-serious harm/injury. In this report, box b, h has been updated/corrected.